Event description:
It was reported by user facility medwatch# (B)(4) during a robotic assisted laparoscopic prostatectomy procedure, the staple line did not close properly. Surgeon did wait the thirty seconds before releasing the hold on the stapler. The surgeon reinforced the staple line with suture to avoid any complication. Per the medwatch it is unclear if the device is available for analysis.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. User facility medwatch# (B)(4).

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation. Device not returned the complaint could not be confirmed because no device was returned for analysis. The device history records were reviewed and the manufacturing criteria was met prior to the release of the batches included in this lot.